Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in (B)(6) had a percutaneous endoscopic gastrojejunostomy (peg/j) tube inserted on (B)(6) 2016 and the patient was discharged on (B)(6) 2016. It was reported that a yellow exudate has been oozing from the site since the patient was discharged from hospital. A wound culture showed heavy growth of enterococcus faecalis sensitive to ampicillin/amoxycillin and vancomycin. On (B)(6) 2016, patient was started on augmentin duo 500mg/125mg tds. Patient has 3 days remaining on the antibiotics, however the exudate is still present. On (B)(6) 2016, it was reported that another swab was taken which has revealed no pathogens, the discharge is still present around the stoma site.